Manufacturer narrative:
Event site name (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. Electrical test fail code 50 reported. No harm reported onsite. There was no patient involved.